Manufacturer narrative:
H3 other text : device was not returned to the manufacturer.

Event description:
The manufacturer received information from the patient's caregiver stating the patient has passed away and no longer needs the replacement device. No additional information has been provided regarding the patients passing. There was no allegation that the device caused or contributed to the death. The device was requested to be returned for evaluation, but no device was returned. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.